Manufacturer narrative:
Follow-up #1 date of submission 03/25/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:during testing, the pump was powered on and emitted audible tones and vibration; however, the display screen was blank. The pump case was removed, and the display was observed to be undamaged. The display flex was found to be defective.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank and that the pump had tones and vibrations. The reporter denied moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.